Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery during which a hole in the tubing between the pump and cylinder was visually identified. The hole caused fluid loss, rendering the device unusable. All components were removed and replaced with a new device. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected, and leak tested. Microscope examination revealed that both cylinders had wear at fold in the proximal end, middle, and distal end of the cylinder. Both cylinders passed the leakage test. The reservoir was microscopically inspected, and leak tested. Microscope examination revealed that the reservoir had a wear at a fold in reservoir shell. Reservoir passed leakage test. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that the pump kink resistant tubing (krt) were worn to the filament. Filament was pulled out of one of the cylinder krts. The pump passed the leakage test. The pump failed the activation tests. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery during which a hole in the tubing between the pump and cylinder was visually identified. The hole caused fluid loss, rendering the device unusable. All components were removed and replaced with a new device. There were no patient complications reported.